Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist reported "device was making a hissing noise" from inomax ds (B)(4). Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.

Event description:
On (B)(6) 2010, a respiratory therapist reported the inomax ds (B)(4) device was making a hissing noise. The device was not on a patient and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.